Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
Review of the returned liner noted minor scratches on the discolored articulation surface. Surface damage was noted around the rim and boss. Device history records for lot code associated with the liner was reviewed. No deviations or anomalies were noted in the manufacturing process. The returned device meets print specification where measured. It could not be confirmed if the device was used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part-lot combination of the reported liner. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. The reported device is used for treatment.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the patient was revised due to pain.